Event description:
It was reported, that the device does not recognize closed cassette. There was unknown, patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found, a lifted upstream occlusion (uso) seal and a lifted downstream occlusion (dso) seal. Functional testing was able to confirm, that the sensors failed. The dso sensor, dso seal, uso sensor, uso seal. Latch lock flex and grounding strips were replaced. The device, then passed all functional testing. The service history review had no indication, that the complaint was related to a service of the device within the review period. B3.: date of event: month and year of event have been provided. But, day is unknown.